Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was unknown mg/dl at the time of the incident. The customers noted they had a metal taste in their mouth, and was instructed to go home and treat with a manual injection. Customer stated their insulin flow was blocked. No further details were available. No troubleshooting was performed. Customer was advised a replacement infusion set would be sent out. The insulin pump will not be returned for analysis.